Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was not be released. There was no reported patient injury. The patient had no infectious diseases. The device was used in a lower extremity arterial angioplasty. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. An unknown cordis 6f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. There were no issues with or damage to the deployment lever. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position, with guard locked and the indicator wire fully retracted. A cordis catheter sheath introducer (csi) was returned inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted a complete deployment state as expected per the device intended use. No dimensional analysis was performed, due to the already deployed state of the unit, where no indications of any possible malfunction related to the reported event, or any deployment difficulty was observed. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - unable¿ was not confirmed. The conditions of the indicator window position (black/red/white), deployment lever (fully depressed) and the fact that the plug was no longer in manufacturing position while the indicator wire was fully retracted indicates that the device was deployed. The condition of the device received does not match the event reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there no manufacturing issue noted related to the reported event. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not be released. There was no reported patient injury. The patient had no infectious diseases. The device was used in a lower extremity arterial angioplasty. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. An unknown cordis 6f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. There were no issues with or damage to the deployment lever. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.